Event description:
It was reported that bd nexiva single port leaks at the septum. The following information was provided by the initial reporter, translated from chinese to english: distributor reported in the hospital imaging department after puncture, withdrawal of the needle core, blood seepage at the rubber plug.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383516 and lot number 4030901. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.